Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with fatigue presented in the clinic. The implantable cardioverter defibrillator exhibited backup vvi operation. The device download was performed and the device was successfully restore to the normal function. The patient was stable during and post device interrogation, and the patient would continue to be monitored.